Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the thread of the locking device was allegedly fallen off. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 04/2025).

Event description:
It was reported that during an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the thread of the locking device was allegedly fallen off. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufcaturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided and reviewed. The investigation is confirmed for the reported thread break and identified material separation issue as pig tail thread is appeared to be separately removed from catheter. A definitive root cause could not be determined based upon the available information.  Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.